Event description:
The customer received a blood glucose reading of 529 mg/dl from his contour and readings of 238 mg/dl from two other meters. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.